Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, it is likely that the image was not displayed because of unit failure or video connector failure due to unexpected stress being applied to the camera head, the cable, and the video connector by user's handling. Regarding the handling of the device, the following is described in the instruction manual: if the connector is held at an angle, or undue force is used to connect it, the connector pins may be deformed. Do not apply excessive force (bend, twist, or squeeze) to the camera cable, as the wires may break. Never excessively bend, pull, twist, squeeze or apply a crushing force to the camera cable. Damage will result.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿no image¿ was confirmed as the camera head was found to be faulty. The unit¿s housing was missing a ring and a cap. The most likely cause for the reported physical damage is due to mishandling. The maj-554 (otv-sc) camera head instruction manual provides the statement below to mitigate damage to unit¿s housing and ring. Chapter 3 installation and connection do not place any equipment on the camera control unit¿s top, equipment damage can result. Place the camera control unit on a stable level surface. Important information ¿ please read before use before use, visually inspect the exterior of the cleaning tube. In particular, confirm that the o-ring of the endoscope washer¿s connector is not damaged. When connecting to the endoscope washer¿s connector, insert the tube connector straight into the connector until a click is heard. If not inserted straight, improper connection may result in water leakage and/or the connector¿s o-ring may be damaged.

Event description:
The service center was informed that there was no image displayed on the facility¿s camera head. The customer believes the unit was dropped. There was no patient involvement reported.